Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary : the product was returned to ethicon for evaluation. One empty open foil packet and one labeled winding former with a needle-suture piece were received for analysis. Product code sxpp1a404. In addition, a photo was provided showing one needle-suture piece outside the packaging. During the visual inspection of the sample, no breakage suture was observed. Even though damage and deformations were noticeable, the extreme was noted to be broken probably caused by a surgical instrument. The other section of the suture was not returned for analysis. This product code sxpp1a404 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - it was reported that the event date is may 9, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital in (B)(6) 2025. - please confirm if picture (B)(4) mentioned on note (B)(4) and attachment (1) available in notes & attachments are the same file. --yes, they are the same file.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Enclosed please find defect photo. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.